Event description:
It was reported that the device went to vvi backup mode. A device check approximately four months prior indicated a remaining longevity of at least six months to one year. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacemaker went to vvi backup mode in (B)(6) after (B)(6) check said battery status was good remaining longevity of greater than half a year to less than one year. The pacemaker was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.